Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient claimed the ok keypad button requires multiple presses with additional force and also stated it is intermittently unresponsive when pressed. There was no reported patient impact associated with this complaint.